Event description:
Caller reported cartridge alarm 20, but there was no impact on their blood glucose level exceeding 500 mg/dl. Tandem technical support confirmed the issue with consecutive cartridges and arranged a replacement pump with updated software. Reportedly, customer reverted to manual injections for insulin therapy.